Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from german to english: "device has been giving out false positive bottles lately, unfortunately they don't know where the bottles were in because they are being taken out by another team."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from german to english: "device has been giving out false positive bottles lately, unfortunately they don't know where the bottles were in because they are being taken out by another team"

Manufacturer narrative:
H.6 investigation summary customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and confirmed that instrument is running error free and confirmed that the issue is not reproduced. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this failure.